Event description:
As reported by the user facility information by bbm sales organization in turkey: "chemo leakage". According to the customer: "the nurse claimed that leakage occurred 2 hours after the product had been attached to the patient and that 5 fu was running out."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: received 1 complaint sample without original packaging. The batch number on the bbc was 21k01ge261. The complaint sample was filled with solution and bbc was removed. Leakage was detected at the triangle tube - step down tube connection of the sample. An approved project had been raised to address triangle tube - step down tube connection leakage issue. Summary of root cause analysis : the complaint sample was leaking at triangle tube - step down tube connection. Thus, we considered this complaint as confirmed.